Manufacturer narrative:
Results: bd received 11 samples from the customer facility for investigation. Eleven samples were evaluated for sleeve function. Three samples did not meet specification. Conclusion: conclusion: an absolute root cause for this incident cannot be determined. CAPA (B)(4) has been opened.

Event description:
It was reported that the device, bd eclipse¿ blood collection needle with luer adapter 21 g x 1.25 in; had leakage from sleeve upon blood draw. No medical intervention or injury reported.